Event description:
It was reported that during a scheduled lead revision, electrocautery had caused the pulse generator to exhibit backup vvi mode. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.